Manufacturer narrative:
Visual inspection: visual inspection confirmed that backrail of the cage has been fractured. Device history records were reviewed and no relevant manufacturing issues or similar complaints were identified as all units met stryker specifications. According to the surgical technique the user should carefully insert the avs navigator implant gently and progressively into the disc space. The inserter knob should be fully locked while inserting the implant into the disc space. If difficulty is encountered during impaction it most likely represents a mechanical block to the passage of the implant. Check for adequacy of the discectomy and be sure distraction is maintained. Also, if the surgeon wishes to further impact the surgeon can retighten the locking knob at any rotational position to do so. According to the navigator instructions for use, instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Instruments must be examined for wear or damage prior to surgery. Root cause of the reported event could not be determined conclusively. Some potential causes include: implant not correctly attached to inserter, too much impaction force applied, and/or implant-inserter connection could no longer be rigid.

Event description:
It was reported that an avs navigator cage fractured intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 5 minute surgical delay by using another cage.

Manufacturer narrative:
Device has not been received yet.

Event description:
It was reported that an avs navigator cage fractured intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 5 minute surgical delay by using another cage.